Manufacturer narrative:
Technical services advised the patient to find a physician to check the device and that the physician could work with a boston scientific field representative to have the device replaced and returned for analysis to determine if it did deplete prematurely. Technical services discussed that there were company or government programs, or charitable organizations that could assist the patient in having the device replaced. The patient planned to contact his previous device physician. The device was explanted and replaced three months later. Upon receipt, initial laboratory analysis confirmed that the device did not meet expected longevity predictions. A review of device memory showed that elective replacement indicator (eri) battery status had been declared in november, 2009. End of life (eol) battery status had been declared in april, 2010. The replacement procedure occurred one week post-eol. Additional analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported that the device battery was dead. He stated they had been watching the battery drop for quite a while and was told in january that the device needed to be replaced. However, the patient did not have medical insurance and could not pay for a device replacement. The device was included in the shortened replacement window (srw) advisory. The patient believed the device depleted very quickly.